Event description:
In 2009, the pt reported the down button on her insulin infusion device does not respond on the first attempt to program a bolus. She stated the button pops back up when pressed. She stated her device has been dropped but not a long distance and it has not had any water contact. She said her device shuts off completely when she presses the down button and the screen is blank. She stated that most of the time her device would immediately powered back on and display an e8 (power interrupt) but once or twice she had to press the buttons for a few minutes before it would power on. During the report, the pt removed and reinserted the battery and, at first her device did not turn on but then it did. The pt was unable to check out the buttons as her insulin cartridge was empty. The pt stated in 2009, she had to change her infusion headset because she had pulled it out while asleep. She later was not feeling well and when she measured her blood glucose, it was 457 mg/dl. She stated her normal range is 90 mg/dl - 110 mg/dl, but she is usually around 70 mg/dl. She said she changed her headset and bolused 15 units of insulin and within 2 hours her reading was 248 mg/dl. She bolused again and she said her readings continued to decrease. At 6 pm her readings again began to elevate (no value given) and she bolused another 4-5 units of insulin. She noticed the power issue for the first time that evening. At 10 pm she checked her reading and bolused 2 more units and at 1 am she was still above 200 mg/dl so she bolused 4 more units. She said she had a low blood glucose event between 3 am and 5 am. Symptoms were sweating and shaking and her husband fed her to bring her back within her normal range. She said in the evening about 10 days later, her device shut down when she pressed the down button once or twice and then displayed an e8. She stated she then disconnected from her device and has been on injection therapy since that time. She stated her current blood glucose while on injection therapy is 200 mg/dl. Product was replaced and requested to be returned for eval.